Event description:
It was reported that the patient was in ventricular tachycardia (vt), and the device failed to delivered a shock on the first attempt. The device was able to deliver a shock on the second attempt. There were no adverse health consequences, the patient was stable.